Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvis pain/ pain (on left side)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), cholecystectomy ("gallbladder removal"), dyspepsia ("gastrointestinal or digestive system condition") and gallbladder disorder ("gallbladder issues") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial ablation in (B)(6) 2017. Previously administered products included for pregnancy prevention: nuva ring from (B)(6) 2005 to (B)(6) 2005 and depo provera from (B)(6) 2005 to (B)(6) 2005. Concurrent conditions included obesity, blood pressure high, carpal tunnel syndrome, blood pressure high, inflammation and nerve damage. Concomitant products included pregabalin (lyrica) for autoimmune disorder as well as alprazolam (xanax) and lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 1 month after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (cramping)/painful sexual intercource"), fatigue ("chronic fatigue/fatigue"), weight fluctuation ("weight fluctuations"), nausea ("nausea"), abdominal distension ("bloating") and abnormal loss of weight ("weight loss of up to 60ib during period of time shortly after implant"). On (B)(6) 2007, the patient experienced depression ("depression/post implant, diagnosed with depression but no improvement of symptoms with treatment"), urinary tract disorder ("bladder or urinary problems or changes"), memory impairment ("memory issues"), disturbance in attention ("concentration issues"), syncope ("fainting"), dysphagia ("periodic issues with swallowing"), speech disorder ("periodic difficulty speaking"), aphasia ("finding the correct word") and urinary incontinence ("urinary incontinence"). On (B)(6) 2008, the patient experienced rash generalised ("general rash") and dry skin ("dry patches"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fibromyalgia ("autoimmune disorder - fibromyalgia") and drug hypersensitivity ("allergic or sensetive to all medications provided for treatment of pain & fibromyalgia"). On (B)(6) 2011, the patient experienced migraine with aura ("ocular migraines/ vision/eye problems: episodes of vision impairment where I had water nipples across my sight, lasting up to 30minutes followed by migraine/ occular migraine"), headache ("headaches/head pain") and visual impairment ("episodes of vision impairment where I had water ripples¿ across my sight/ vision issues"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On (B)(6) 2014, the patient experienced gallbladder disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems") and tooth loss ("tooth loss/dental problems"). On (B)(6) 2015, the patient experienced uterine leiomyoma ("fibroid tumors in uterus"). On (B)(6) 2017, the patient experienced back pain ("lower back pain/back pain") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced gastrointestinal disorder (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain/ cramping"), arthralgia ("hip pain"), anxiety ("anxiety"), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") with rash papular and dyspepsia (seriousness criterion medically significant). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes removed), surgery (gallbladder removal), surgery, surgery (gallbladder removal) and surgery (gallbladder removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, arthralgia and abdominal pain had not resolved, the gastrointestinal disorder, cholecystectomy, menorrhagia, dental caries, tooth loss, dyspareunia, migraine with aura, depression, anxiety, fibromyalgia, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, memory impairment, disturbance in attention, syncope, dysphagia, speech disorder, aphasia, allergy to metals, uterine leiomyoma, abdominal distension, abnormal loss of weight, dyspepsia, drug hypersensitivity, visual impairment, urinary incontinence, rash generalised, dry skin and gallbladder disorder outcome was unknown and the dysmenorrhoea, abdominal pain lower, alopecia, fatigue, weight fluctuation and headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal loss of weight, allergy to metals, alopecia, anxiety, aphasia, arthralgia, back pain, bladder disorder, cholecystectomy, dental caries, depression, disturbance in attention, drug hypersensitivity, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, fatigue, fibromyalgia, gallbladder disorder, gastrointestinal disorder, headache, memory impairment, menorrhagia, menstrual disorder, migraine with aura, nausea, pelvic pain, rash generalised, speech disorder, syncope, tooth loss, urinary incontinence, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: patient still have occasional pain, but most of her symptoms stopped once she had the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: events general rash, dry patches, gallbladder disorder added. Events onset date and outcome updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvis pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and cholecystectomy ("gallbladder removal") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and depo provera. Concurrent conditions included obesity and blood pressure high. Concomitant products included pregabalin (lyrica) for autoimmune disorder as well as alprazolam (xanax) and lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 1 month after insertion of essure (ess205), the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches/head pain") and migraine with aura ("vision/eye problems: episodes of vision impairment where I had water nipples across my sight, lasting up to 30minutes followed by migraine/ occular migraine"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems") and tooth loss ("tooth loss/dental problems"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain"), dyspareunia ("painful intercourse/ dyspareunia (cramping)/painful sexual intercourse"), fatigue ("chronic fatigue/fatigue"), abdominal distension ("bloating"), abnormal loss of weight ("weight loss of up to 60ib during period of time shortly after implant") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), depression ("depression/post implant, diagnosed with depression but no improvement of symptoms with treatment"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), memory impairment ("memory issues"), disturbance in attention ("concentration issues"), syncope ("fainting"), dysphagia ("periodic issues with swallowing"), speech disorder ("periodic difficulty speaking"), aphasia ("finding the correct word"), allergy to metals ("nickel allergy") with rash papular, uterine leiomyoma ("fibroid tumors in uterus"), gastrointestinal disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), drug hypersensitivity ("allergic or sensitive to all medications provided for treatment of pain"), cholecystectomy (seriousness criterion medically significant), visual impairment ("episodes of vision impairment where I had water ripples¿ across my sight,") and incontinence ("incontinence"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes removed), surgery (gallbladder removal), surgery (gallbladder removal) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, headache and abdominal pain had not resolved and the dysmenorrhoea, menorrhagia, dental caries, tooth loss, dyspareunia, migraine, depression, anxiety, alopecia, fatigue, weight fluctuation, fibromyalgia, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, memory impairment, disturbance in attention, syncope, dysphagia, speech disorder, aphasia, allergy to metals, uterine leiomyoma, migraine with aura, gastrointestinal disorder, abdominal distension, abnormal loss of weight, dyspepsia, drug hypersensitivity, cholecystectomy, visual impairment and incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal loss of weight, allergy to metals, alopecia, anxiety, aphasia, arthralgia, back pain, bladder disorder, cholecystectomy, dental caries, depression, disturbance in attention, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, fatigue, fibromyalgia, gastrointestinal disorder, headache, incontinence, memory impairment, menorrhagia, menstrual disorder, migraine, migraine with aura, nausea, pelvic pain, speech disorder, syncope, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: patient still have occasional pain, but most of her symptoms stopped once she had the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - the following events were provided: incontinence incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvis pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and cholecystectomy ("gallbladder removal") in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and depo provera. Concurrent conditions included morbid obesity and blood pressure high. Concomitant products included pregabalin (lyrica) for autoimmune disorder as well as alprazolam (xanax) and lisinopril. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 1 month after insertion of essure (ess205), the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches/head pain") and migraine with aura ("vision/eye problems: episodes of vision impairment where I had water nipples across my sight, lasting up to 30minutes followed by migraine/ occular migraine"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal bleeding(vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced dental caries ("tooth decay/ dental problems") and tooth loss ("tooth loss/dental problems"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/back pain"), dyspareunia ("painful intercourse/ dyspareunia (cramping)/painful sexual intercource"), fatigue ("chronic fatigue/fatigue"), abdominal distension ("bloating"), weight decreased ("weight loss of up to 60ib during period of time shortly after implant") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), arthralgia ("hip pain"), depression ("depression/post implant, diagnosed with depression but no improvement of symptoms with treatment"), anxiety ("anxiety"), weight fluctuation ("weight fluctuations"), menstrual disorder ("abnormal menstruation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), memory impairment ("memory issues"), disturbance in attention ("concentration issues"), syncope ("fainting"), dysphagia ("periodic issues with swallowing"), speech disorder ("periodic difficulty speaking"), aphasia ("finding the correct word"), allergy to metals ("nickel allergy") with rash papular, uterine leiomyoma ("fibroid tumors in uterus"), gastrointestinal disorder (seriousness criterion medically significant), dyspepsia (seriousness criterion medically significant), hypersensitivity ("allergic or sensetive to all medications provided for treatment of pain"), cholecystectomy (seriousness criterion medically significant) and visual impairment ("episodes of vision impairment where I had water ripples¿ across my sight,"). The patient was treated with ibuprofen, paracetamol (tylenol), surgery (total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes removed), surgery (gallbladder removal), surgery (gallbladder removal) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, headache and abdominal pain had not resolved and the dysmenorrhoea, menorrhagia, dental caries, tooth loss, dyspareunia, migraine, depression, anxiety, alopecia, fatigue, weight fluctuation, fibromyalgia, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, memory impairment, disturbance in attention, syncope, dysphagia, speech disorder, aphasia, allergy to metals, uterine leiomyoma, migraine with aura, gastrointestinal disorder, abdominal distension, weight decreased, dyspepsia, hypersensitivity, cholecystectomy and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, aphasia, arthralgia, back pain, bladder disorder, cholecystectomy, dental caries, depression, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hypersensitivity, memory impairment, menorrhagia, menstrual disorder, migraine, migraine with aura, nausea, pelvic pain, speech disorder, syncope, tooth loss, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight decreased and weight fluctuation to be related to essure (ess205). The reporter commented: patient still have occasional pain, but most of her symptoms stopped once she had the hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 18-apr-2018: pfs received. Events added: vaginal bleeding, bladder problems, urinary problems, headaches, memory issues, fainting, periodic issues with swallowing, speaking difficulty/finding the correct word, nickel allergy, fibroid tumors in uterus, vision/eye problems, weight loss, gastrointestinal disorder, digestive system condtion, abdomen pain and nausea. Concomitant conditions, concomitant drugs and treatment drugs were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dyspareunia ("painful intercourse"), rash papular ("rashes and bumps on legs, arms, chest, and back"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuations") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, her uterus, cervix, and both fallopian tubes removed). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, dyspareunia, rash papular, migraine, depression, anxiety, alopecia, fatigue, weight fluctuation and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, menstrual disorder, migraine, pelvic pain, rash papular, tooth loss and weight fluctuation to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.